Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated a ventricular tachycardia (vt) into ventricular fibrillation (vf) due to anti-tachycardia pacing (atp). Vt was detected with a rate of 195, when atp was delivered 4 times. The rhythm then accelerated to vf, until it was treated with 2 41j shocks. Technical services (ts) provided reprograming options. This ICD remains in-service. No additional adverse patient effects were reported.